Manufacturer narrative:
Npb not authorized to service the ventilator. Customer reported that npb troubleshoot the vent with the customer. Customer replaced the power supply. The customer reported vent passed all testing.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.